Event description:
At a refill visit, the hcp noted that the pump battery was low. The battery may not have functioned efficiently. The patient experienced a return of symptoms and increased pain. Te pump was used to deliver dilaudid. He was prescribed additional oral medications. The hcp attributed the event to the pump. The hcp informed the patient that he would no longer refill his implantable pump. A dorsal column stimulator trial was pending. The hcp reported the patient outcome as 'no injury'.